Event description:
It was reported that pump experienced malfunction alarm with code 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset process, confirmed malfunction did not recur after reset, and was advised to continue using pump, which caller acknowledged and understood.